Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified the device has a broken shell and fold creases. A weight test of the device was completed and the device was found to be underweight. A microscopic analysis was performed which identified one opening crease(sharp), break crease(sharp), stress marks, and wear abrasion. Based on the device analysis the final assessment is one opening crease(sharp) assessed as fold(flaw) opening, and a crease(sharp edge) break in the side radius assessed as fold(flaw) opening.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device remains implanted.